Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed one other similar product complaint(s) from this serial number.

Event description:
It was reported that the screen froze and will not allow the unit to be powered off.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the screen froze and will now not allow the unit to be powered off was confirmed. The touchscreen is unresponsive. The root cause of the issue is due to front enclosure touchscreen. The unit was tested with an in house 'test' front enclosure and unit does respond to touch and powers down properly. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to refurbished inventory. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number dyayac102 showed one other similar product complaint(s) from this serial number.

Event description:
It was reported that the screen froze and will not allow the unit to be powered off.